Manufacturer narrative:
Evaluation summmary: the device was returned in good visual condition and loaded with a fully fired cartridge that was noted to be in good condition; however, three drivers were damaged and the cartridge deck has idnetation marks. If the cartridge is fired over an already exisiting staple line or hard object, the cartridge can become damaged. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was damaged. Cartridge batch c5d43h

Event description:
It was reported that during an unk procedure, the device did not work. There was no other information available.